Event description:
Reference number (B)(4). Event occured in egypt. It was reported that patient faced infusion set cannula bent event on (B)(6) 2026. Patient had experienced pain at the insertion site. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. No further information is available.